Manufacturer narrative:
(B)(6). Patient code: (B)(6) additional medical intervention. Device code: (B)(6) infection occurred. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch jk7082; mfg date: 09/13/2015; exp date: 08/31/2020 in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: was the suture re-processed or re-sterilized: no. Did the patient show any signs of infection prior to the procedure: no. Was any anomaly or deficiency noted with any of the 3 suture types prior to use: no. Was any anomaly or deficiency noted with the package prior to use: no. Did the baby present any signs of infection immediately after the procedure (in first week): no. What tissue location was the wound infection noted: muscle, subcutaneous. Do you have any photos of the wound infection: no. What tissue were the cultures taken from: tissue fluid of infected site. What medical treatment was provided to treat the infection: debridement of drainage. What is the surgeon opinion as to the causative factor for the infection: doubt its suture that caused infection. What is surgeon reason to opine suture related to infection when infection occurred 2-3 weeks post op: compared with the other variables, the most obvious difference is that if it used these two models of the suture. What is surgeon opinion of other causative factors for infection (infection control facility, hospital procedures): the hospital didnt think its related to infection control facility and hospital procedures. What is the current condition of the patient: we didnt get this info. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number for vcp726d used for this patient.

Event description:
It was reported that the patient underwent pediatric congenital surgery for repair of ventricular septal defect and right ventricular outflow tract dredging on (B)(6) 2016 and suture was used to close muscle. The patient is about (B)(6). Approximately 2-3 weeks following the procedure, the patient experienced an incision infection to the chest in muscle and subcutaneous. The patient underwent opening of chest for debridement and suture was used to re-sew the wound. The surgeon opined that there is infection inside of skin. The surgeon opined doubt that suture caused infection. It was reported that the hospital has done bacteria culture of tissue fluid of infected site and found its (B)(6) infection. No additional information was provided.

Manufacturer narrative:
(B)(4).